Event description:
(B)(4). The provider states the crossbrace broke at the weld. He states the broken weld is located on the right side where the crossbrace attaches to the frame. No injuries noted. The provider states the end user weighs about (B)(6) and owns the chair 7857hf.